Event description:
The customer reported a pacing issue with no additional information. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.